Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the lead helix was not extending after multiple turns. Additional turns were performed until the helix finally protruded. Attempts were then made to retract the helix, but the lead helix now remained extended after multiple turns. Additional turns had to be performed until the helix could be retracted. Because the helix extension/retraction performance was slow, the lead was tested again. After many turns, the lead helix would not extend. The lead was not used and a new lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex, date of birth. If information is provided in the future, a supplemental report will be issued.